Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported tampon fell apart upon removal. She sought medical and was diagnosed with bacterial infection and yeast infection and was prescribed amoxicillin. Consumers health has improved.